Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and hemostatic valve leaking occurred.it was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was leaking blood back when the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was inserted into the patient's body. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. Air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 2ml. No medical intervention was required to stop the bleeding. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the procedure continued. No patient consequence due to air that was introduced into the patient.

Manufacturer narrative:
On 24-aug-2022, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4) on 12-oct-2022 it was noticed field h4. Device manufacture date was inadvertently left blank in supplemental MDR # 2. The field has now been populated with the appropriate date. (12-mar-2022).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib)ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and hemostatic valve leaking occurred.it was reported that the hemostatic valve of the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was leaking blood back when the carto vizigo¿ 8.5f bi-directional guiding sheath - medium was inserted into the patient's body. The hemostasis valve (gasket) did not break into two or more separate pieces or become detached from the sheath. Air entered the patient¿s body. This issue did not require percutaneous or surgical removal. Blood return was not observed. The patient¿s hemodynamics were not compromised due to bleeding. The approximate volume of blood that was lost was 2ml. No medical intervention was required to stop the bleeding. They replaced the carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the procedure continued. No patient consequence due to air that was introduced into the patient.device evaluation details:the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures, and the evaluation has been completed.visual analysis revealed that the hemostatic valve was dislodged inside the hub component. A microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off-axis angle of insertion. Valve dislodgement occurs when extreme off-axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). The dilator was not returned. The valve dislodgment is related to the leak reported by the customera device history record was performed for the finished device batch number, and no internal actions were identified.the issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.as part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).